Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl at the time of incident and current blood glucose value is 50 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was wearing the insulin pump at the time of incident. Based on customer¿s report customer does not allege over delivering. Customer reports that the they do not use auto mode feature. The insulin pump will not be returned for analysis.